Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report no delivery alarms. The customer also stated that he was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 550 mg/dl. The customer experienced vomiting and dehydration as well. The customer was not getting the no delivery alarm at the time of the call, therefore troubleshooting could not be conducted for the alarm. Nothing further was reported.